Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating. The ventilator was investigated on site by our field service engineer but the reported issue could not be replicated. Moreover, review of device logs did not indicate any technical error that could have caused the reported issue. However, in viewing logs during the date and time of issue, there were significant amount of clinical alarms including" patient circuit disconnected" and "airway pressure too high". Unit passed all functional test and safety tests and was handed over to customer in good working condition. No root cause can be established for the reported issue.

Event description:
Manufacturer's ref #: (B)(4).